Event description:
It was reported that the neurostimulator lead, implanted in an off-label occipital placement, migrated through the skin. It was reported that the lead was felt poking through the patients skin. A revision was scheduled. No patient outcome was reported. Additional information has been requested, but was not available as of the date of this report.